Manufacturer narrative:
The reported issue was confirmed as use related issue as per the reported event and IFU. No sample was returned for evaluation. A potential root cause for this failure could be due to ¿user attention failure, places device incorrectly or is unaware of the proper placement of the device." A device history record review was not required because the investigation was confirmed as use related. The instructions for use were found adequate and state the following: "warnings: do not use the purewick¿ female external catheter with bedpan or any material that does not allow for sufficient airflow. To avoid potential skin injury, never push or pull the purewick¿ female external catheter against the skin during placement or removal. Never insert the purewick¿ female external catheter into vagina, anal canal, or other body cavities. Discontinue use if an allergic reaction occurs." Precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewick¿ female external catheter. Having frequent episodes of bowel incontinence without a fecal management system in place experiencing skin irritation or breakdown at the site. Experiencing moderate/heavy menstruation and cannot use a tampon. Do not use barrier cream on the perineum when using the purewick¿ female external catheter. Barrier cream may impede suction. Proceed with caution in patients who have undergone recent surgery of the external urogenital tract. Always assess skin for compromise and perform perineal care prior to placement of a new purewick¿ female external catheter. "Maintenance: replace the purewick¿ female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewick¿ female external catheter. Recommendations: assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Contraindications: patients with urinary retention." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that five reported adverse events involving perineal skin breakdown and erythema. One patient was related to dermatologic allergy and four events resulted in malposition of the ecud or inappropriate level of suction. Medical intervention was unknown.

Event description:
It was reported that five reported adverse events involving perineal skin breakdown and erythema. One patient was related to dermatologic allergy and four events resulted in malposition of the ecud or inappropriate level of suction. Medical intervention was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.